Event description:
Customer alleged blood glucose result of 951 mg/dl was reported by the aviva system. Results above 600 mg/dl are outside the reportable range of the device and the device should display "hi" for these results. The customer disconnected the call before more information could be gathered; 3 unsuccessful attempts were made to reach the customer. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.